Event description:
Event description guidant received information that in the box, pre-implant, this implantable cardioverter defibrillator (ICD) had a monitoring voltage of 2.6v while still in storage. It is not known if the device was exposed to a magnet.